Event description:
The customer ran sample #1 ((B)(6)) on the tango. The sample is from patient with anti-d and a history of anti-jka. Protein level is 5 g/dl. In the same batch, sample #2 ((B)(6)) was run, a known a pos with no unexpected antibody. Sample #2 was antibody screen (B)(6) on the tango. Cell 1 and 2 were 3+. Sample #2 was run separately again on ortho gel and the screen was still (B)(6), so the customer believes that not only was there carry-over, but sample #2 itself was contaminated. A redraw on sample #2 did have a negative antibody screen. In the same batch, sample #3 ((B)(4)) was run also. This sample was an o pos but the tango read all the front type as 3+ including the neg control, the screen was also positive 3+ both cells, when it should have been negative. They ran sample #3 separately on june 9 on the tango for a panel and only cell #4 was (B)(6), showing a little contamination left in the sample itself.

Manufacturer narrative:
The correct function of the affected reagents were proved by testing the retention samples of quality control laboratory on tango. All (B)(6) and negative reactions were correct. We did not observe any (B)(6) reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lots.